Event description:
It was reported that there was a revision of triathalon tibia; revised due to tibial pain. In surgery it was found that there was an oversized baseplate.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
An event regarding revision of an oversized baseplate due to pain involving a triathlon baseplate was reported. The event was not confirmed. The provided x-ray images were insufficient to confirm the reported event and were rejected for clinician review. Operative reports, clinical history, and confirmation of revision operative findings would be required to provide a meaningful dictation. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. The event could not be confirmed nor the root cause determined due to the minimal information received. Operative reports, clinical history, and confirmation of revision operative findings would be required to further investigate the reported event. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
It was reported that there was a revision of triathalon tibia; revised due to tibial pain. In surgery it was found that there was an oversized baseplate.